Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, a balloon leak occurred. The console is off and staff is on the way to remove the balloon. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.